Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in the system logs, the error 23118 was found indicating a motor encoder signal fault, confirming the fault occurred in the field. Upon visual inspection, issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where the component functioned as expected. Once testing was completed, the pitch motor module was tested and was verified to be the source of the fault. The complaint regarding errors on arm 4 was confirmed by failure analysis. The probable root cause is attributed to sensor errors resulted from faulty pitch motor module located on usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci assisted benign hysterectomy surgical procedure, the customer was getting error 23138 pointing to arm 4. The customer completed the procedure after disabling arm 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting the procedure, specifically pre-anesthesia. No ports were placed before the issue was identified. System functionality was checked upon powering on, and the system initially powered on without errors. To address the issue and proceed with the case, arm 4 was disabled. The procedure was completed as planned. It was not converted to another approach (e.g., traditional laparoscopic or open surgery), therefore questions regarding port changes, patient tolerance to conversion, and related considerations are not applicable.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. No additional actions are currently required given that this issue will continue to be tracked per (B)(4) (quality data review meetings).